Event description:
Account reported that side cut during pass doesn't retrace leaving tags around the 10 o'clock area near the superior hinge. They reported that pt have no loss of best corrected visual acuity. However, md had to refloat one flap with success.

Manufacturer narrative:
(B)(4). Evaluation: field service specialist (fss) visited the account and serviced laser by adjusting the sidecut retrace value. System meets amo specifications. Clinical development manager (cdm) talked to account and site confirmed that all cases were completed, no loss of bcva and no pt injury. A site technician said to cdm (B)(6) 2011 that doctor refloated (flap) because he noticed a thin 'spaghetti' strip of cornea under the flap once the pt was checked at the slit lamp.